Event description:
A 300cm guide wire was inserted into the left anterior descending coronary artery, subsequently, crossing a lesion in the distal vessel. A 3.5mm diameter by 18mm length s7 stent delivery system was then inserted in an attempt to direct stent the moderately calcified lesion. It was not possible to cross the lesion; therefore, the stent delivery system was pulled back from the coronary. The guide catheter disengaged from the left main coronary artery into the aorta causing loss of good wire position. Consequently, the stent dislodged from the delivery balloon into an unknown site and could not be located within the pt's arterial vasculature. The lesion was treated with another MFR's stent and another s7 stent was implanted proximal to the MFR's stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The moderately calcified lesion not being pre-dilated likely contributed to the event.